Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The caller was advised to continue using the pump and to contact technical support if the malfunction code reappeared.